Manufacturer narrative:
No patient information was provided as there was no patient contact/patient involvement. (B)(6) manufacturing record review: per manufacturing records review report all devices meet material, assembly, and performance specifications at the time of product release. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the product was examined upon removal from the shipping box prior to be stored. During that inspection it was noticed that the tyvek lid of the patient interface had a small pinhole puncture. Device had no patient contact. No additional information was provided.

Manufacturer narrative:
Correction: h4: manufacturing date: typographical error in manufacturing date. H6: component code was not included in initial report. Device evaluation: one opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product revealed a small abrasion on the tyvek lid that did not break sterile barrier. There was no puncture found in the plastic tray. As the abrasion on tyvek lid is a cosmetic issue unrelated to the reported event, the reported issue could not be confirmed. Based on the information obtained, product malfunction and product deficiency cannot be confirmed.